Manufacturer narrative:
They found that a ups had not come back up after the power outage. Replacing the ups will resolve the issue. No harm was reported.

Event description:
The central nurse's station (cns) was showing communication loss on all tele beds after a power outage.

Manufacturer narrative:
H10: additional narrative: customer stated cns was in communication loss following the power outage. It was discovered that the ups connected to the network switch didn't come back on. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: per query performed under ticket: (B)(4), there were no other incidents of ups not coming back on after a power outage. The root cause for ups not coming back on is unknown. This issue has not re-occurred at this site. Corrected information: g4. Date received by manufacturer: should be 07/20/2018 not 08/17/2018 as listed on MDR initial report. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The central nurse's station (cns) was showing communication loss on all tele beds after a power outage.